Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to t-wave oversensing (twos) of the right ventricular (rv) lead. Ventricular fibrillation (vf) therapy was turned off and vf detection is set to monitor. The lead remains in use. No further patient complications have been reported as a result of this event.